Event description:
On (B)(6) 2023, whilecaswas on-site, dr (al23009-c21u) reported that he experienced a radial tear on procedure ID #261.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: cas oscar cornejo reviewed the open call for al23009-c21u: case #261- od, adequate centration and suction applanation to the eye. Large eye movement is noted throughout treatment. Capsulotomy firing began in frame 3 with good break through with minor movement in frame 4-6. Both arcuates completed as planned with minor movement noted. Root cause: laser functioned as designed. Patient movement and dried liquid debris on window during etch impacted the firing of laser causing a radial tear. Cas to discuss proper docking and etch technique at the beginning of each case with staff. No further follow up.